Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found damaged tubing. The tubing was a portion of the output line from the lyse 3-diff pump (pm7) leading to the wbc (white blood cell) bath. The tubing was replaced, correcting the leak. (B)(4).

Event description:
Customer reported the hemoglobin readings for blank and read were at 0.0 and the instrument was not recovering hemoglobin values when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified a contained 10 ml leak caused by torn tubing. The operator was wearing gloves, protective eyewear, and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.